Event description:
During a robotic prostatectomy procedure, the surgeon was attempting to ligate the lateral pedicle when the applier jaws looked in the closed position and the vessel after closing a clip. Surgeon was required to ligate on both sides of the applier and remove the section of vessel with the locked jaws. No injury to pt and minimal additional surgery time required.